Manufacturer narrative:
The device history review investigation could not be conducted since the lot number was not provided. The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related complaints.

Event description:
Alleged event: the stapler could not suture well due to bad engagement; clarification received indicated that the staples did not close and a new visistat was used. The pt's condition is reported as fine.